Event description:
The rptr indicated that upon inquire, the device did not recognize its serial number. After a serial number restore was performed, an inquire was successful (went to settings screen), but the device could not be programmed.